Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of noise were observed via remote transmission. Lead evaluation was recommended. The patient was stable.

Event description:
New information received notes the lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes that the physician elected to continue to monitor the patient in order to avoid intervention.

Event description:
New information received notes that the patient was fine after the extraction and there were no complications.